Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular aortic repair using a 22fr gore® dryseal sheath with hydrophilic coating (dsl2228j/16472918). According to the report, resistance was felt as the sheath was advanced through the left external iliac artery (measured at 6.4-7.0 mm in diameter). All endoprostheses were advanced and deployed with no reported issues, and the sheath was withdrawn from the patient. After the sheath was withdrawn, it was reportedly noted that the distal portion of the left external iliac artery was ruptured. A gore® excluder® contralateral leg component was implanted to repair the rupture, and the procedure was concluded. The patient tolerated the procedure.